Event description:
It was reported the patient presented to the health care facility for routine follow-up and the right ventricular lead was exhibiting noise. The physician implanted another lead. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).